Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by the customer that have reported more incidences issues with the bd alaris IV tubing administering bottled medications (albumin, vasopressin, propofol, etc) and pulling air. They report opening the vent, but it does not resolve the issues. With the previous baxter IV tubing, we would add an additional vented spike between the bottle and the tubing.

Manufacturer narrative:
MDR made in error with incorrect grid row update.

Event description:
Incorrect grid row update.